Event description:
It was reported that the device would not power off. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The diagnostics performed by the engineer reported that the customer stated that the on/off button is damaged and front and rear bezels have cracks and need to be replaced. The customer requested part numbers. The remote support engineer (rse) provided the customer with parts and price. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.